Event description:
Patient was laying prone on the CT table for a cervical spine injection. In the middle of the procedure, the fluoro monitor disconnected from the ceiling arm, hit the CT table, and then fell to the floor. It was not being moved or touched when it fell. Monitor did not touch patient. Patient jumped up and moved neck while the needle was in place to see what made the noise. Needle was removed by radiologist and patient was assessed before getting off the table and leaving the department.